Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
These devices used for treatment. Visual inspection of the tibial component identifies little debris on the medial posterior aspect of the plate signifying bone ingrowth. Both pegs were removed from the plate when explanted and only one peg was returned for review. There is no other indication of bone ingrowth on the tibial plate on the returned peg. Dimensions were found conforming to print specs where measured. The package insert states that loosening of the prosthetic knee components is an adverse effect. This is therefore a known inherent risk of the procedure. A product history search revealed no add'l complaints against the related part and lot combination. A definitive root cause cannot be determined with the info provided. Although a definitive root cause for this event cannot be determined, the clinical outcome is similar to that for a field action taken on february 19, 2015, in which zimmer voluntary removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Review of the revision operative notes indicates that the patient had a large amount of fluid in the knee. The tibial component was grossly loose and had subsided approximately 1 cm. Tibial component was removed and there was no evidence of any bone growth on the medial aspect and had a little bit of bone growth laterally.

Event description:
It is reported that the pt was revised due to pain and misalignment associated with subsidence of the tibial component.